Event description:
A patient was taken to emergency room for heart failure and died. During the emergency treatment, the nurse accessed the y-clave on b9106 extension set with an ims syringe and the extension set leaked. The unit was changed. The second unit also leaked when accessed with an ims syringe.